Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted from the patient due to skin erosion. No additional adverse patient effects were reported.